Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1. Corrected information: d1. Additional information was requested, and the following was obtained: - this was a lap procedures. - continue suture made in multiple knots. - the surgeon had to rerun the anastomosis that had degraded. - the anastomosis was intestinal. - the surgeon did not show abnormalities before and during the surgery but after because it had reabsorbed too quickly. The surgeon's name is (B)(6). I don't have the answer to the other questions.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please provide the lot number? - lot number not retrievable I do not know the date I do not know the current state of the patients. I can't provide any documents. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Were there any patient stress factors that precipitated the event of suture breakage post op/ suture degredation? Please describe the surgical intervention required for the failure of anastomosis including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The surgeon had to reoperate the patient after 20 days. The patient had some post-operative complications, the anastomoses they had done gave way, the suture broke because it degraded faster than expected and also lost color. Upon reopening the patients, he found significant degradation of the thread and discoloration despite it being colored suture. According to the surgeon, the rate of degradation probably contributed to the subsidence of the anastomosis. They have reoperated and proceeded to new anastomosis. Additional information was requested.